Event description:
It was reported that this pacemaker exhibited noise, oversensing, pacing inhibition, low amplitude, and high out-of-range pacing impedance of greater than 2,000 ohms on the right ventricular (rv) lead. A lead fracture was suspected but was not able to be visualized via fluoroscopy. The rv lead was surgically abandoned and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.